Event description:
Description of event according to initial reporter: on (B)(6) 2024: a 69-year-old female with type a aortic dissection underwent proximal total arch replacement (tar) + frozen elephant trunk (fet), with the distal stent graft placed in what appeared to be normal blood vessels. A dissecting saccular aneurysm of the descending thoracic aorta developed distal to the fet, and a distal stent graft induced entry (sine) showed the dissecting lumen extended below the renal arteries, suggesting that the original dissecting saccular aneurysm was also experiencing blood flow and was showing signs of expansion. The patient had complained of pain around (B)(6). The physician believes that the aneurysm may have developed around that time. An additional thoracic endovascular aortic repair (tevar) is planned. There are no problems with access on either side.

Manufacturer narrative:
Manufacturers ref# (B)(4). E1) phone number: (B)(6). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress: this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). H6) e24 -other terms/codes related to clinical signs and symptoms or conditions: event is unconfirmed. F28 - appropriate health impact term/code not available: event is unconfirmed. G07001 - part/component/sub-assembly term not applicable: event is unconfirmed. After investigation the event is no longer considered reportable as the reported failure is unconfirmed. Summary of investigational findings: on (B)(6) 2024 a 69-year-old female patient with type a aortic dissection underwent proximal tar (total arch replacement) + fet (frozen elephant trunk), with the distal stent graft zta-p-34-113-w1 placed in what appeared to be normal blood vessels. A dissecting saccular aneurysm of the descending thoracic aorta developed distal to the fet, and a distal sine (stent induced entry tear) showed the dissecting lumen extended below the renal arteries, suggesting that the original dissecting saccular aneurysm was also experiencing blood flow and was showing signs of expansion. The patient had complained of pain around (B)(6), so the physician believes that the aneurysm may have developed around that time. An additional tevar (thoracic endovascular aortic repair) is planned. There are no problems with access on either side. The complaint reported by the user was not confirmed as the defect could not be verified in the images. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. An image was returned for evaluation. The image was reviewed by clinical personnel, and the following was determined: ¿a planning and sizing worksheet with CT images is provided for review along with the complaint report. The document is dated (B)(6) 2025. The document is in japanese and most of the sizing worksheet is not filled out. The ¿proximal working length¿ is label 61 mm and the ¿distal working length¿ is labeled 20 mm. The distal stent length is labeled 130 mm. The device selection sections are not filled out. There is 2 CT images included with the document, and the date on this page is labeled o5dec2024. It is unclear if this is the review date and meant to be 2025 (typo). It cannot be the date of the CT because this would be before the original procedure, and these are postop images. The 1st CT image is a 3d reconstruction with several measurements and annotations. Proximal tar with fet has been performed. The fet appears to be a frozenix stent graft that ends in the proximal descending ta. The measured stent graft diameters are between 30 and 32 mm. There is a dissection just distal to the frozenix graft (sine) with aneurysm of the mid ta. The maximum diameter of the aneurysm is not labeled, but the tl diameter here measures 15 x 33 mm to 19 x 28 mm. The distal extent of the dissection is not shown. The false lumen perfusion and tl compression appears to be limited to the saccular aneurysm segment at the mid ta and immediately below this the true lumen diameter expands again to 30 to 31 mm. A zta-p-34-209 is planned to be placed proximally with 61 mm of working length overlap in the frozenix graft, covering the sine, and landing in the compressed tl at the distal saccular aneurysm. A zta-p-34-113 is planned to extend distally with 20 mm of seal length in the distal landing zone in the mid ta. A zta graft is not implanted in this image.¿ a review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Based on the imaging review and provided information, the event of sine is related to the frozenix graft and not a zta device. Zta was not implanted in the beginning as reported, but instead was planned to be implanted to cover a sine in relation to the tar/fet. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.